Event description:
It was reported that prior to pump replacement surgery, the pt was given unspecified pre-operative antibiotics. On the evening following the pt's pump replacement surgery, the pt experienced withdrawal. The pt was drowsy, vomiting, had a headache, leg pain, and redness at the pump site towards his stomach. The pt was hospitalized and given unspecified oral medication. No cultures were taken; however, the pt was given unspecified oral antibiotics. He improved through the night. The following day, he was doing better, the redness had improved but he had not been able to get the pain to go away from his legs. The pump reservoir volume was going down as expected. No dye study was done as the hcp did not want to puncture the patient's skin and felt the patient's pain control issue was related to a reaction to the anesthesia and not the device. On the fourth postoperative day, the patient was reported to have complete pain control. The pump was programmed to deliver compounded baclofen 200 mg/ml, clonidine 1000 mcg/ml, and bupivicaine 30 mg/ml at a rate of 15mg/day. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.